Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned jrny ii cr lkg fem imp bumper lt confirms the device is broken in half and both pieces were returned. This device also has excessive wear usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during total knee arthroplasty while performing femur impaction, a journey ii cr locking femoral impactor bumper ¿ left broke in half. No pieces fell inside of the patient and all of the parts were retrieved. Surgery was resumed, after a non-significant delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.